Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse delivered below lower limit) has been confirmed. Upon investigation the monitor delivered a monophasic pulse during functionality testing at the distributor. The cause for the pulse test failure was isolated to oxidation on inter-pca connectors j1002 and j1003. Oxidation build-up on the connectors increased the resistance, causing the test failure. An internal corrective action has been initiated to investigate the oxidation build-up. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was delivering monophasic pulses.